Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a reverse intertrochanteric hip fracture of left hip in fall of 2018. On (B)(6) 2019, the patient underwent revision surgery of a femur fracture due to nonunion, upper thigh pain, delayed healing, and subsequent breaking of one (1) titanium locking screw w/t25 stardrive 2mm for intramedullary nails (im). During the surgery, the surgeon was trying to remove the retained broken trochanteric femoral nail advanced (tfna) nail using the nail extractor but was not able to be removed. All implants were safely extracted. Surgeon was also directly reducing the fracture with a cable, harvesting bone from the femur with radioimmunoassay (ria), and grafting non-union site with autograft and allograft (vivigen formable 5cc). Fenestrated trochanteric femoral nail advanced (tfna) screw, and traumacem was also used to augment the fixation in the femoral head. It is unknown if there was surgical delay. Procedure outcome is unknown but with a patient consequence. Concomitant medical products: cable (part unknown, lot unknown, quantity 1). This report is for one (1) nail extractor. This is report 1 of 2 for (B)(4).